Manufacturer narrative:
(B)(6) dental received a complaint on (B)(6) 2017, in which patient experienced a pain during zoom in-office whitening procedure, and a possible allergic reaction in the same day at home after the procedure on (B)(6) 2017. The patient's throat closed, lost his voice and experienced runny nose. The family doctor prescribed antibiotics. Investigation: the retain sample of the whitening gel, sku: 22-3764, lot: 17040004, was tested on (B)(6) 2017, and results were within specifications. Reviewed the device/batch history records of gel, sku: 22-3764, lot: 17040004, zoom whitening kit, sku: 881055601540, lot: 17020028, (B)(4), and zoom whitespeed lamp, sku: zm3000, sn: (B)(4). No out of specification or discrepancy was found. Reviewed complaints history, no other similar incident was reported from the same lot numbers. The kit and gel were used up during the procedure and were not returned. Reviewed direction for use of the kit. The dfu describes candidate qualification, warnings, ingredients, and other precautions. Potential cause may be an allergic reaction to one of the product ingredients. Based on the investigation results and available information, discus dental concludes there was no malfunction or failure in the product. (B)(4). The whitening kit and gel were used.

Event description:
(B)(6) dental received a complaint on (B)(6) 2017, in which patient experienced a pain during zoom in-office whitening procedure, and a possible allergic reaction in the same day at home after the procedure on (B)(6) 2017. The patient's throat closed, lost his voice and experienced runny nose. The family doctor prescribed antibiotics.